Event description:
Per the surgeon's report, this pt stopped responding to sound. This was not associated with any trauma to the implant site. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specs. The surgeon plans to explant the device and reimplant the pt with a new one (planned surgery date unk).